Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) exhibited high out-of-range right ventricular pacing impedance measurement with the attempted defibrillation lead. Additionally, right ventricular pacing was not delivered. The first lead was not implanted. A second lead was attempted with acceptable measurements observed. No adverse patient effects were reported.